Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, e1, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient had a revision of the cup approximately 16 years post-implantation due to psos tendinopathy which led to instability. Also notes patient has waddle due to abductor dysfunction. No further information was provided. Two x-ray images were reviewed and not submitted for further review to radiology as the indication for revision was due to psoas tendinopathy and would not be accurately captured on plain film. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision of the cup due to psoas tendinopathy leading to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 0106010105, avenir muller stem 5 lateral, lot # 4012027. Item # 65620005822, shell porous with cluster holes 58 mm o.d. With calcicoat ceramic coating, lot # 61001133. Item # 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 61035957. Item # 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 60965163. Item # 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 60919103. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.